Manufacturer narrative:
Device received with partial display due to corroded electronic assemblies. Device passed self test and displacement test. No critical pump error noted. Device received with cracked case (battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture. Blood glucose value was 132 mg/dl at the time of the incident. Troubleshooting was performed and the device will be returned and replaced.